Event description:
It was reported that the customer believes the insulin pump is not delivering insulin properly and so far 43.6 units of insulin have been wasted. Customer was advised to get in contact to get assistance and troubleshoot the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.